Event description:
The patient's father called animas on february 29 alleging that the pump's clock gained time and patient's blood glucose levels have been running low for about a week. He and his wife have been adjusting basal rates but have not contacted the hcp and somehow the insulin on board (iob) feature was turned off. She had a blood glucose level of 55 mg/dl the day of the call to animas and experienced unspecified symptoms. The parents gave the patient juice and the patient's blood glucose level increased to 116 mg/dl. The patient's father noticed when he tried to download the pump history that the pump's time was wrong. He does not know how long the time had been wrong. He reported that the pump was an hour ahead of the correct time. The patient reportedly has celiac disease but does not take any other medications. This complaint is being reported because the user alleged the pump's time was incorrect and the patient experienced a low blood glucose level requiring treatment from another person.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no data in the black box from the time of the reported timekeeping issue due to continued pump use. A timekeeping accuracy test was performed, and the pump was found to be keeping time accurately. There was no defect found on investigation.